Event description:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 18.230 psi which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 18.230 psi which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 328 to 289. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Manufacturer narrative:
This supplement serves as a correction: upon further evaluation, it was determined that the 30 psi occlusion test failure does not meet the criteria to be reportable. This device had a motor replaced due to component damage. The new motor would have to be recalibrated to bring the device into specification, which is part of service and is expected to fail without it after the motor replacement. The device was recalibrated afterwards and confirmed to pass all tests. Reference to complaint#: (B)(4).